Event description:
It was reported that device was found to have a broken pneumatic switch. There was no pt involvement and no adverse pt consequences occurred.

Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.